Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product codes: hrs hty jdw. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted . Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an initial acetabular fixation procedure of the left acetabulum, a 2.8mm threaded guide wire 450mm/trocar point/300mm calibration broke off. The surgeon reduced the fracture with a competitor¿s plating system. When removing the guide wire, it broke. Approximately one (1) centimeter of the threaded portion of the wire broke off. The fragment was left in the patient. No medical intervention was performed. There was no additional patient harm or surgery reported. This complaint involves one (1) device. Concomitant devices reported: acumed plating system (part # unknown, lot # unknown, quantity # unknown) this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.